Event description:
No user injuries. Heating pad purported to be involved in house fire.

Manufacturer narrative:
Fire report indicated heating pad and extension cord implicated, but users claim heating pad was off and plugged into extension cord when they left their house. No documentation provided that heating pad was a homedics heating pad; model number approximated from description of heating pad.